Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, one day post implant, the right atrial (ra) lead exhibited unstable thresholds and a possible dislodgement. The ra lead was initially reprogrammed off, then subsequently revised and programmed back on, and remains in use. No patient complications have been reported as a result of this event.